Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that the loose tip error code displayed at an unknown timing. The procedural type was unknown. The surgery completion and replacement details were unknown. There was no information about patient impact. Additional information was requested and none received till date. This information pertains to tip involved in this file.